Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash crc error, repeatedly. The customer's blood glucose level was normal, and didn¿t require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to faulty x1 on mb. Unable to perform idle current test, run current test, self test, off no power test, displacement test or verify alarm due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip.